Event description:
Additional review indicated that the information that was previously reported under manufacturing report #3007566237-2013-03963 pertains to this manufacturing report. Any additional information received that pertains to this event will be reported under this manufacturing report number. It was reported that the patient's implant only lasted seven months. Additional information received reported that the battery depletion was normal and high voltage. It was noted that the battery was replaced.

Manufacturer narrative:
Product ID 3391s-40, lot# v259776, implanted: 2011 (B)(6); product type lead product ID 3391s-40, lot# v259776, implanted: 2011 (B)(6); product type lead product ID 7436, serial# (B)(4); product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 7482a40, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).